Manufacturer narrative:
Document review: versafitcup cc trio no holes 0 52 - ref. (B)(4)/lot 124395 (70 shells produced). All parameters were found to be in accordance with the time of manufacturing, included washing and sterilization cycles. Twenty cups belonging to this lot have been already implanted and no other incidents have been reported up to now. It was clearly reported that the event was due to the bad positioning of the cup, so it is highly likely not device related.

Event description:
Reference # imp (B)(4).